Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic hepatectomy and procedure for the rectum, the valve fell into the abdominal cavity during use. The fallen piece was retrieved, and another device was used to complete the case. The fallen piece of valve was retrieved by the forceps via a trocar. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that only the sleeve of the b12lt device was returned with the seal damaged and torn; the torn piece of the seal was returned inside a petri dish. The device was disassembled in order to evaluate the condition of the seal and the damage was confirmed; in addition, the separate piece of the seal was observed to have a mark which suggests that a pointy instrument was inserted through the trocar with excessive force. Per instructions for use: "use caution when introducing or removing instruments through the trocar sleeve in order to prevent inadvertent damage to the seals which could result in loss of pneumoperitoneum. Special care should be used when inserting sharp or angled edged endoscopic instruments to prevent tearing the seal." We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.